Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that during an ipg replacement on (B)(6) 2025, diagnostics revealed that the patient's lead had high impedances. The lead was explanted and replaced during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.